Manufacturer narrative:
Terumo has not received the actual device for eval; however, terumo is still investigating this issue, and will be submitted a f/u report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the nurse noted a tear in the tubing pack. The product was changed out. The surgery was completed successfully.